Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope exhibited black liquid coming out of the tip. The issue was found after reprocessing after use on a patient, and the procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on results of the investigation, it was confirmed that the blackout in the image occurred after vertical noise appeared due to an air leak inside the instrument channel at the center of the bending section. This air leak caused the image sensor to short out, and black liquid emerged from the distal end section after reprocessing. The physical breakage of the device prevented the removal of foreign material, even with correct reprocessing procedures. Component analysis identified the foreign material as acecide (an endoscope cleaning solution), carboxylate (rust), organic silicone from chemicals, and ester. It was presumed that the foreign material adhered due to insufficient pre-cleaning and rinsing, compounded by inadequate drying since valves were not detached when storing the endoscope. The rust likely resulted from corrosion inside the endoscope due to the air leak in the instrument channel. The ester was presumed to have been caused by the hydrolysis of the black outer layer coating of the endoscope insertion section, which dissolved in water or acecide. Using our rigid scope, it was confirmed there was the presence of an air leak at the center of the bending section and identified foreign material adhered around the device. Hence, it was determined that the device did not satisfy its performance and specifications and the root cause could not be identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: the instruction manual reprocessing manual "chapter 3 cleaning, disinfection, and sterilization procedures, 3.5 manual cleaning" describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.